Event description:
Customer experience an elevated blood glucose level. Specific blood glucose value was displayed as "high," but the exact value is unknown. Cause was not known. The customer performed a correction bolus using the pump. It was noted that the customer did not need assistance from a third party, and resolution was deemed complete with no further assistance required.